Event description:
It was reported through a post market clinical follow up evaluation report identifying the starclose vessel closure device that may be related to the following: death, hematoma, stenosis, occlusion, pseudoaneurysm, access site bleeding, failure to achieve hemostasis and intervention. Details are listed in the attached article, titled post-market clinical follow-up evaluation report vascular closure devices. Please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
B3: date of event estimated as: 06/01/2023. B3: date of death estimated as: (B)(6) 2023. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects, malfunctions and devices reported in the pmcf report are captured under separate medwatch reports. Literature attachment: article title post-market clinical follow-up evaluation report vessel closure devices.

Manufacturer narrative:
Corrections: b2 - date of death: updated from (B)(6) 2023 to (B)(6) 2024 b3 - date of event: updated from 6/1/2023 to 6/01/2024 b5 - describe event or problem: updated d1 ¿ brand name: updated d2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated/ d4 - primary UDI number: updated from ni to unknown. Updated: literature attachment- article title from rpt2130848 rev e.pdf to rpt2130848 rev f released on 10/17/24.

Event description:
Subsequent to the previously filed report for the post-market clinical follow-up (pmcf) evaluation report vascular closure devices where data was captured from june 2022 to june 2023, additional information was received for the same pmcf on 10/17/2024. The data capture was extended for another year and the same outcomes were measured between june 2023 and june 2024. Although the same outcomes were measured as in 2023, there were zero reports of infections in patients who received the starclose device for this 2024 time frame.